Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that, "at about 10:00 on (B)(6) 2023, in the cardiac surgery ward, after the catheter was inserted into the body, the machine gave an alarm and the balloon rupture after 2 day of use." There was no report of patient complications, serious injury or death. The 2nd iab was inserted at the same insertion site. The patient condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, "at about 10:00 on ((B)(6) 2023, in the cardiac surgery ward, after the catheter was inserted into the body, the machine gave an alarm and the balloon rupture after 2 day of use." There was no report of patient complications, serious injury or death. The 2nd iab was inserted at the same insertion site. The patient condition is reported as "fine".

Event description:
It was reported that, "at about 10:00 on (B)(6) 2023, in the cardiac surgery ward, after the catheter was inserted into the body, the machine gave an alarm and the balloon rupture after 2 day of use." There was no report of patient complications, serious injury or death. The 2nd iab was inserted at the same insertion site. The patient condition is reported as "fine".

Manufacturer narrative:
(B)(4). Returned for investigation was a 30cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The reported lot number (18f21m0031) matches the lot number for the returned sample. Upon return, the distal end of the teflon sheath was at approximately 42.1cm from the iabc luer; blood was noted within the sheath sidearm. The one-way valve was tethered to the short driveline tubing. The iabc bladder was fully unwrapped. A bend to the iabc was noted at approximately 31.4cm from the iabc distal tip. The iabc central lumen within the flex-tip assembly area was noted damaged; the wire round/polyimide (part of the flex tip assembly) was noted no longer attached and separated from the inner cannula (iabc central lumen) at approximately 6.3cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the bladder/helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0061in-0.0067in and was within specification. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed. Upon aspiration, water was unable to be consistently pulled into the syringe. The attempt to flush resulted in bladder inflation. The results are consistent with the previously noted damaged central lumen. The iabc was leak tested and a leak was immediately detected from the iabc distal tip and iabc luer end. The leak from the iabc distal tip and iabc luer end are consistent with the previously confirmed damaged central lumen. The iabc was leak tested again with the iabc distal tip and luer end blocked off; no other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire exited the central lumen and entered the bladder at the location of the flex-tip assembly separation. Some blood and debris was noted on the guidewire. The guidewire was front loaded through the iabc luer. The guidewire exited the central lumen and entered the bladder at the location of the flex-tip assembly separation. Some blood and debris was noted on the guidewire. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for iab leak suspected is confirmed. During the investigation, the intra-aortic balloon catheter (iabc) central lumen was noted broken in the flex-tip assembly area near the iabc distal tip, which caused blood to enter the helium pathway and can result in helium loss alarms. The returned iabc bladder membrane was fully intact, with no leaks noted. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged central lumen. The root cause of the complaint is undetermined. A corrective and preventive action has been initiated to further investigate the issue.